Event description:
The customer called and reported she was hospitalized with low blood glucose of 10 mg/dl, after she passed out on her bed and her spouse found her hours later. Customer treated with glucose tablets. It was stated customer had been experiencing low blood glucose on and off in recent months. An hour and a half before time of this report, customer's blood glucose was 223 mg/dl. During troubleshooting, it was found patient was disconnected during rewind/prime sequence and no issues were found with priming. The customer's healthcare provider came into the room and customer disconnected call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.